Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed the unknown message sensor not connected. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, signal loss greater than 3 hours was found in connection to the reported allegation. The reported event of the device displayed the unknown message sensor not connected is reportable based on the finding of signal loss. No injury or medical intervention was reported.